Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during follow-up with increased rv threshold and decreased r-wave. The patient is scheduled for lead explant. No further information is available.

Event description:
New information received indicates that the lead was capped and replaced. The patient was asymptomatic and stable throughout the procedure.

Event description:
Additonal information received indicated that x-ray was performed.